Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical gatrectomy for gastric cancer procedure, appeared oozing blood, some staples have poor staple formation and some staples were not completely closed. The surgeon used manual sutures to strengthen the staple.